Event description:
It was reported during in clinic follow up that the pacemaker showed an overestimation of battery longevity. The device will continue to be monitored. There were no patient consequences.